Event description:
Procedure: gastric bypass. According to the reporter: staples did not form properly and tissue was not transected. Additional resection and manual suturing was performed.

Manufacturer narrative:
(B) (4). (B) (4).